Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the array was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
During explant surgery on (B)(6) 2021, the recipient's middle ear was filled with granulation tissue and bacteria which is believed to be device related. The recipient healed and no signs of infection were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance, tinnitus, non-auditory sensations, pain, and headaches. The recipient had developed a low grade fever and noticed a decrease in performance. The recipient also experienced bells palsy during the week of (B)(6) 2021, and was prescribed prednisone. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's tinnitus and sound quality issues began in (B)(6) 2021. Device testing revealed results within normal limits. The recipient was recommended to cease device use. Explant surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.